Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. During the procedure, the motor of the device made a grinding noise and it was not providing enough power to the handpieces. Then it seized up entirely. Three handpieces were used to complete the procedure because the physician did not have a second motor drive unit to use and the physician wanted to complete the case. The physician opined that there was nothing wrong with any of the handpieces. The same device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device operated as intended during evaluation.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device (B)(4) - insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.